Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time while operating on ac power, an unspecified channel of the device was programmed to deliver an unspecified medication, and the delivery was stated. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power for patient transport. The customer contact reported during pt transfer from the operating room to the pacu (post anesthesia care unit) the device alarmed indicating the device would power off in 20 minutes. At that time, the nurse connected the device to ac power. After approximately 10-15 minutes, a second nurse unplugged the device to untangle the power cords. At that time, the device powered off with no audible alarm tone. It was reported that the device was plugged into ac power and was powered back on. The device reprogrammed and therapy was resumed using the same device. No specific programming parameters were provided. After an unspecified length of time, the device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility after the device was powered on, the device alarmed for service battery and no back-up battery. Though requested, no additional info was provided.